Manufacturer narrative:
The customer provided additional information regarding the event. The medication leaked onto the stomach of the nurse, which resulted in redness and a burning sensation. Per protocol, the nurse was instructed to shower and a non-stick dressing was placed on the indicated site. The redness and burning sensation were relieved after a few hours. Additionally, the tubing set was changed and the infusion completed. The customer provided a picture of the tubing set; no product samples were returned for testing and investigation. The photographs confirmed the tubing separation from the bag spike end of the set. Testing determined a comprehensive investigation could not be performed regarding the presence of solvent bonding and the dimensions of the components based on the photographs provided by the facility; therefore, the probable cause remains undetermined without return of the complaint sample. The manufacturing batch record review did not identify any non-conformances that would have contributed to the reported complaint.

Manufacturer narrative:
The customer provided a picture for evaluation and due diligence is in progress to obtain the device for testing and investigation.

Event description:
The customer contact reported the spike detached from the tubing set exposing the nurse to the drug therapy, cisplatin. There was no reported harm or medical intervention. No further information has been provided.